Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to recurrent tricuspid regurgitation. Crd_946 - triluminate pivotal patient ID: (B)(6). It was reported that on (B)(6) 2022, the patient presented with tricuspid regurgitation (tr) grade 5, quadricuspid anatomy (2 posterior leaflets), a right ventricular pacemaker lead with jet around the lead, and lead interaction with the septal leaflet. Two triclips were successfully delivered and deployed, reducing the tr to grade 2. On (B)(6) 2024, moderate to severe tr was noted while being prepped for a watchman device. There was no report or indication the triclip device was related to a watchman implant. There was no device malfunction.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported recurrent tr was unable to be determined. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.